Event description:
Defect in the folding mechanism of the drive rollator (mechanical walker. Rollator collapsed while I was walking and abruptly threw me to the marble floor. Subsequently removed from the market. Discontinued selling product. As I know no recall on the defective rollator. I tore my right rollator cuff. (I'm right handed). Eighty-two years old what chain male. Suffering from limb girdle (muscular dystrophy disease (reason for the use of the rollator)). During the first eighteen months I suffered immensely and about six months ago, (approx (B)(6) 2016) tore the other cuff (left arm). Contributing to my inability due to age etc. My doctor specifically said surgery was not an option. Currently home bound with both arms in constant pain.